Event description:
Adiitional information was provided. Customer confirned that the healing abutment body sat on the implant correctly; but, when the healing abutment screw was placed within the implant, it sank 1-2 mm below the abutment cylinder.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment 3.4mm(d) x 3.8mm(p) x 4mm(h) (ieha344) bundle was returned for investigation with product packaging. Evaluation of the returned product on feb 24, 2021 determined the packaging was already opened and the devices were subject to unknown use by the customer. The abutment length verified to match specifications. Additionally, the pick list for an ieha344 assembly identifies an ieha4sc-q screw as the proper bundled screw. However, the returned bundled screw length was verified not to match specifications. Instead, the returned screw matched length measurement for an ieha3sc-q, the screw bundled with 3mm abutment assemblies. The returned abutment/screw bundle was functionally tested and failed functional testing as the reported event was recreated and there was a gap identified between the abutment and screw heads when fully assembled. Therefore, the reported malfunction has occurred but further verification into the DHR needs to be performed to confirm if the device left zimmer biomet conforming. No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported after initial use. The customer did not provide any pictures. DHR review was completed for the subject ieha344 lot number (1239456). It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and passed all acceptance criteria by qa. Additionally, complaint history review was performed for the reworked ieha453 lot number (1239463) for similar events and no other complaint was identified (complaint category keyword(s): does not assemble, incorrect product). Two lots of ieha4sc-q were used during the assembly of the reported lot 1239456 for ieha344. 169 ieha4sc-q from lot 1238669 and 95 ieha4scq from lot 1238929. DHR review was completed for the subject ieha4sc-q lot number (1238929). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The DHR was not available electronically for the second subject ieha4sc-q lot number (1238669). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce investigation will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Additionally, an nc search on the oracle database for lot 1238669 found no nonconformances for that screw lot. Complaint history review was performed for the reported lot number (1239456) for similar events and no other complaint was identified (complaint category keyword(s): does not assemble, incorrect product). Furthermore, the customer¿s order history was checked (customer number 425594-556254) and several orders were found from customer with multiple sets of iehaxx3 devices that include an ieha3sc-q screw. No iehaxx3 devices were sent in the same order however, there is potential for comingle outside of zb control. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, the device malfunction did occur and the reported event for does not assemble was confirmed as returned abutment/screw bundle was functionally tested and failed functional testing as the reported event was recreated and there was a gap identified between the abutment and screw heads when fully assembled. Additionally, the failure mode for packaging: incorrect product did occur and was investigated for the reported device as the screw returned with the device bundle was determined to be an ieha3sc-q. However, the coob is not confirmed and product was not determined to be nonconforming as there could have been a mix up outside of zb control with the customer and no evidence was found internally to suggest the device was nonconforming when it left zb. A definitive root cause could not be identified. However, based on the investigation, customer order history and risk review, a likely probable cause identified for the reported event is comingling and handling outside of zimmer biomet control. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during procedure the healing abutment screw kept turning without engaging, customer claimed that the screw did not assembly properly and appears to be small. Procedure was completed using another device.